Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy tested in spec. Wo (B)(4) for the details of services performed on the device. Active device history log review: [x] defect not confirmed. Details of history log: log review shows on (B)(6) 2025, a primary set-up of 5ml/hr and 100ml and secondary set-up of 100ml/hr and 1hr (dl: antibiotic) and at 5:20am a secondary infusion start. At 5:27am with a volume infused to 12.71ml an upstream pressure alarm occurred followed by 2 more upstream pressure alarms for a volume infused to 12.83ml. At 5:33am an infusion start and at 5:34am secondary infusion was stopped for a volume infused to 14.01ml with no further infusions taking place.

Event description:
As reported by the user facility: according to the complainant, an infusomat pump was being used to administer flagyl. Reportedly, the primary line was set at five (5) milliliters per hour (ml/hr) and the secondary was programmed for flagyl at 100 ml/hr. However, the entire flagyl was administered within ten (10) minutes instead of over one (1) hour. No patient complications were reported as a result of this event.